Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the customer observed that the device was broken. There were no reports of patient harm associated with this event. Follow up was performed and the following information obtained: this phenomenon did not cause any health problems. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: connecting tube cannot be connected to the channel connector in the reprocessing basin. This report is being submitted for the malfunction found during evaluation (connecting tube cannot be connected to the channel connector in the reprocessing basin).

Manufacturer narrative:
Device manufacturer date: the device was manufactured in june 2022 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus and the customer¿s complaint (broken device) was confirmed. A visual inspection on the received condition and observed one side of the lock levers and metal clips is detached/missing from the orange plastic connector. During inspection and testing the following was also found: scratches and nicks on the orange plastic connector, scratches outside of the tube, white spots inside the tube and scratches and nicks on the metal connectors of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.